Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated that the blood glucose was running from 50 mg/dl to 300 mg/dl. The customer also reported that they had sensor issues. The insulin pump will not be returned for analysis.